Event description:
The tech alleged that the pendant cable is pulled beyond its limit and there are exposed bare metal wires showing. No pt impact.

Manufacturer narrative:
The tech replaced the hand pendant to resolve the issue.